Manufacturer narrative:
23-sep-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Pain- vagina [vulvovaginal pain]. Felt slight pain when inserted it into body- tampon [complication of device insertion]. Front half of applicator with the white cotton tampon is gone, area that is cracked on the purple applicator is uneven [device physical property issue]. Probable manufacturing cause [manufacturing issue]. Case description: consumer called stating she inserted a tampon and discovered that the front half of the purple applicator, with the white cotton tampon, was gone. The area that is cracked on the applicator was uneven. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pain- vagina [vulvovaginal pain]. Felt slight pain when inserted it into body- tampon [complication of device insertion] front half of applicator with the white cotton tampon is gone, area that is cracked on the purple applicator is uneven [device physical property issue]. Case description: consumer called stating she inserted a tampon and discovered that the front half of the purple applicator, with the white cotton tampon, was gone. The area that is cracked on the applicator was uneven. No serious injury was reported.

Manufacturer narrative:
21-dec-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Pain- vagina [vulvovaginal pain] felt slight pain when inserted it into body- tampon [complication of device insertion] front half of applicator with the white cotton tampon is gone, area that is cracked on the purple applicator is uneven [device physical property issue] probable manufacturing cause [manufacturing issue] case description: consumer called stating she inserted a tampon and discovered that the front half of the purple applicator, with the white cotton tampon, was gone. The area that is cracked on the applicator was uneven. No serious injury was reported.